Event description:
The customer reported obtaining non-reproducible, falsely elevated troponin I (access accutni+3) results for two (2) patients on the unicel dxi 600 access immunoassay system (serial number (B)(4)). The customer stated the falsely elevated access accutni+3 results were reported outside the laboratory. The customer repeated the samples twice on the same unicel dxi 600 access immunoassay system and recovered with lower results, within the laboratory's reference range for the assay. There was no report of patient injury or change in patient treatment associated with this event. All system parameters (including quality control (qc), calibration and system check) were within assay/instrument specifications. The customer did not provide sample type. The samples were centrifuged at 6,000 rpm (revolutions per minute) for five (5) minutes at room temperature. A beckman coulter (bec) field service engineer (fse) was not dispatched to assess the instrument.

Manufacturer narrative:
The customer did not provide patient demographics such as age, date of birth, sex or weight. A beckman coulter (bec) field service engineer (fse) was not dispatched. All system parameters (including qc, calibration and system check) were within assay/instrument specifications. The access accutni+3 reagent was not returned for evaluation. The cause of this event cannot be determined with the available information. (B)(4).